Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (B)(4), alleging a onetouch verio iq meter was displaying inaccurately high results compared to another meter. This complaint was classified based on the documentation from the customer care advocate (cca). The patient reported sometime prior to the start of the alleged issue the patient had symptoms of "tired and shaky." The patient reported he does not have diabetes and was testing on the device for the first time. The patient reported obtaining a reading of "20.7mmol/l" on the lfs meter compared to "7.6mmol" on (B)(6) 2013 in the morning. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=1.7mmol/l when obtained within 30 minutes. The patient reported taking no medications for diabetes. It is unclear if the patient made any changes to his usual diet, activity level or medications on the day of the allege issue. The patient reported he did not receive any treatment in response to the alleged symptoms. At the time of troubleshooting the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The cca confirmed the patient was using the correct testing steps and an approved sample site for obtaining the blood sample. The patient's test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. There is no indication that the product caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue, therefore the alleged meter reading could not have caused the alleged injury. There is no indication that the patient's conditioned worsened since the patient did not report receiving any medical intervention. However this complaint is being reported because the patient made a meter vs. Another meter comparison which meets lfs' criteria for a serious injury.